Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: on investigation, the pump powered up to a dim display with reddish contrast. The bolus button cover was detached. The auditory and vibratory features were operational. No issues were found with the keypad buttons. (B)(4).

Event description:
The pump was returned for investigation. Investigation found a dim/discolored display. This report is made based on the results of investigation completed on 04/15/2015.